Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references and through the teneo system. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to the lack of diagnostic logs necessary to perform a comprehensive analysis. After further research by the pump team, we have determined that known steps for successful wireless software installation to 780g have been exhausted at this time the customer was faced with the step5 issue. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively. Remove the battery from the pump. Reboot the pump by long pressing the back button until the screen turns off (this will take 20 seconds). Turn the pump back on. Restart the pump upgrade process from step 1. The pump team confirmed the issue and an esf 4934008 was created from the pump side. We haven't received a response confirming whether the recommended steps resolved the issue. As a result, we'll be closing the ticket. If the issue persists, please let us know, and we'll be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported update failed and no connection with pump. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and was unable to update and it was unknown whether the pump was communicating with transmitter and customer had not received a sensor connected alert. No harm requiring medical intervention was reported. No product return is required for mmt-6101.